Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change with an associated alert for motor stall and repeated restart attempts, after which a dry run to 90 units completed without alerts and delivery was successfully resumed following a full supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and functionality normalized after replacing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.